Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station's main drawer 2.2, pocket a5 had failed. The customer mentioned that there is an icon on the top of the screen which says, "disconnected mode, patient information may not be current". The field service engineer done a hard reboot and station came back on with no issue. The fse confirmed that the application has been loaded, and all drawers were working. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 2.2 pocket a5 was failed. The customer reported that a malfunction caused a delay in dispensing medication to the patient. However, there were no adverse events or injuries reported based on this event.